Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted and the motor passed motor test. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Motor error occurred 2 times in the last 30 days. Blood glucose value is unknown.